Event description:
It was reported that the user experienced a low blood glucose event while using the ilet system, with a nadir of 42 mg/dl after a meal announcement and behaviors including pausing the pump and double announcing meals; the episode lasted about 20 minutes out of range and the device alerted to the low. Symptoms included shakiness and sweating. Outcomes included self-treatment with oral carbohydrates and recovery without outside assistance or medical intervention. Investigation included user interview and troubleshooting with education and scheduling of additional training. Investigation of this case revealed user apprehension about hypoglycemia and use of meal announcements as correction, which can contribute to dosing variability. It was concluded that the event was a hypoglycemic episode managed at home, with contributing user behavior addressed through education and planned training. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.